Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. Additional information obtained from the field which indicated that the patient was demented and kept playing with the leads which resulted to an infection. However, there was no evidence of lead dislodgement observed. Moreover, the patient had an erosion of tissue at the implant site. The right atrial (ra) lead was explanted. There were no additional adverse patient effects reported.